Manufacturer narrative:
Integra has completed their internal investigation on 17 jan 2017: the product was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year look back in trackwise for this reported failure and or related to "cracked or broke " for this product family shows that (B)(4) complaints were received including the (B)(4) cases reported by this customer on the same date. No new design or manufacturing trends have been identified. This issue will be monitored. In summary, the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
This is the second of three reports (same user facility, different product ids). Linked to mfg reports: 3004608878-2016-00345, 3004608878-2016-00347. Radiolucent: the staff was using the a2079 mayfield infinity xr2 base unit and a2114 mayfield infinity xr2 skull clamp (radiolucent) on a 60 year old male patient undergoing a craniotomy. After the patient was pinned, the resident heard a loud cracking sound and caught the patient¿s head from falling. There was no patient injury due to the failure and both devices were replaced with other ones and the surgery proceeded without incident. The standard knob assembly (item # 437a2409 (regular)) broke apart after it was securely locked into the starburst on the a2114. Additional information has been requested.